Event description:
Lead was returned with no information and subsequently tested out of specification during manufacturer's analysis. Subsequent information of apparent lead fracture and inappropriate therapy delivery